Event description:
It was reported that the load wheel casting broke. No injuries were sustained.

Manufacturer narrative:
Repetitive loads above specifications cumulatively may have contributed to the reported event.